Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant: 694758 lead implanted: 2008-(B)(6); 4016 lead implanted: 2002-(B)(6). (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) in less than four years and premature battery depletion is suspected. The device was explanted and replaced successfully. No patient complications have been reported as a result of this event.